Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot # was not provided/unknown. Device has not been returned to the manufacturer. Product was not returned to the manufacturer.

Event description:
It was reported that abutment screw loosened. Tooth location #15.

Manufacturer narrative:
The product associated with this complaint was not returned. The complaint could not be verified. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.